Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
Additional information for lot # ppmyc31. Device manufacture date for lot # ppmyc31: (B)(4) 2004. A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker (B)(4).